Event description:
It was reported that the user experienced persistent cgm connectivity failure with a dexcom g6 while using the ilet, characterized by a transmitter temporary issue alert and repeated pairing failures after a sensor change, which led to high blood glucose of 401 mg/dl and interruption of automated dosing guidance. Symptoms included hyperglycemia. Outcomes included the need for troubleshooting and temporary interruption of cgm-driven dosing. Investigation included review of synced pump and cgm logs and real-time troubleshooting, including instructions to restart the pump, allow time for cgm reconnection, consider fingerstick entry to resume dosing, and seek transmitter replacement or support from the cgm manufacturer. Investigation of this case revealed a cgm transmitter communication issue consistent with a temporary transmitter fault leading to failed pairing, with the ilet pump functioning as designed but unable to receive cgm data. It was concluded, based on previously established findings for similar reports, that the cause was cgm transmitter communication failure external to the ilet system.